Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported that a patient using a nasogastric tube inserted on (B)(6), presented with vomiting on the morning of (B)(6), an abdominal x-ray was requested to visualize the position of the nasogastric tube. This x-ray revealed a suspected rupture of the tube. A gastrostomy placement with removal of the nasogastric tube via endoscopy was requested. Procedure performed in the operating room on (B)(6), where the endoscopy medical team confirmed that the nasogastric tube was ruptured inside the patient.